Event description:
It was reported that during pre-dilatation in a restenosed stented lesion in the saphenous vein graft, the rx trek balloon ruptured when inflated to 7 atmospheres. The device was removed from the anatomy and another unknown balloon was used to dilate. The procedure was completed successfully. There was no adverse patient effect. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The estimated weight of the patient was reportedly approximately (B)(4). Evaluation summary: a review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report. Evaluation of the returned product found blood visible in the balloon and the inflation lumen, consistent with a leak while in the patient anatomy. The balloon was loosely folded. An attempt was made to inflate the balloon when fluid leaked from the guide wire exit notch and the tip. The balloon would not inflate. After clearing all the blood from the balloon and inflation lumen, the balloon did inflate and there was no leak noted in the balloon. The shaft was cut at the guide wire exit notch and the balloon cut off and the inner member removed. An attempt was made to pressurize the inner member when fluid leaked out a hole in the inner member 12 cm distal to the guide wire exit notch. The inner member was pinched at the location of the hole. There was no damage noted to the outer member. Factors that may contribute to a tear in the inner member include, but are not limited to, manufacturing, handling of the product during preparation or use, and/or interaction with the guide wire. To help ensure that this damage is not the result of manufacturing, all products are visually inspected for damage, including at the point where the catheter is inserted into the packaging coil. Additionally, all products are leak tested prior to packaging and a sampling of units is destructively tested to verify the catheter body integrity prior to release. In this case, as there was no leak or damage noted during preparation for use, it is possible that the inner member was damaged during use. It is possible that the guide wire interacted with the inner member, resulting in the noted tear in the inner member. A conclusive cause for the noted tear in the inner member could not be determined.